Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the glucose module of the unicel dxc 800 synchron system was leaking after a new electrode was installed. Customer reported that patient samples were not run between the time the electrode was installed and the time the leak was detected. Customer reported that the leak was contained in the glucose module. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that they will try another rubber washer and monitor the instrument. To date, customer has not reported on any further leak from the glucose module.